Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was shutting off unexpectedly and did not alarm. Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. [Complaint-(B)(4)].

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump was shutting off unexpectedly and did not alarm. Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. (B)(4).